Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom "powers up enough to see sw version and serial number (shuts off on its own)" , which was reproduced. Evaluation found damage on the ac adaptor of the rear case which prevented the unit from staying powered on when on ac power only. The rear case was replaced to address this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the pump "powers up enough to see sw version and serial number (shuts off on its own)". There was no patient involvement.